Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 16-nov-2023, the patient was treated for a thoracic aortic aneurysm. After implanting a gore® tag® conformable thoracic stent graft with active control system, the phycician began to remove the gore® dryseal flex sheath. It was seen that the radiopaque tip began unraveling and separating from the body of the sheath. The device was removed successfully, but the tip fell off after it was removed from the patient and was lost. The patient tolerated the procedure. The sheath will be returned for evaluation.

Manufacturer narrative:
H.6. Type of investigation code b21 updated to code b01 and code b14 with completion of phr review and device evaluation. H.6. Investigation findings: code c21 updated to code c19 with completion of phr review and device evaluation. H.6. Investigation conclusions: code d16 updated to code d15. The device was returned for evaluation. The evaluation stated: the device evaluation confirmed the marker band and leading end sheath material separated from the sheath. The root cause of the sheath leading end and marker ring separation could not be determined with the available information.